Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the last couple of weeks he has had no delivery with 3 infusions sets. Customer stated that he had issues with high and low blood glucose readings. Customer stated that his blood glucose was low for only 2 days and the rest of the time, his blood glucose was 250 mg/dl or more. Customer's current blood glucose is 234 mg/dl. Customer stated that he just got a no delivery alarm. Customer declined troubleshooting. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 68 mg/dl. Customer's blood glucose was low for a couple of days. Customer stated that he felt miserable and the cause of the hospitalization was an overactive thyroid. The hospital did not know why the customer was hospitalized as his blood glucose was in an accepted range. Customer was wearing the pump at the time. Customer was assisted with turning off the dual/square bolus setting.